Event description:
Event: (cc# 98-00603) the iab was inserted into the patient on 3/11/98 at 12:30 p.m. On 3/12/98 at 8:30 a.m. The iab leaked and the iab was removed. No second iab was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: none from the event - reported 5/13/98. [Patient's current status]: discharged-rpt'd 5/13/98.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation inspite of numberous attempts to contact customer for the return of the product. (This follow-up MDR was mailed to the FDA on 11/16/98).